Manufacturer narrative:
UDI: (B)(4). Service history review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed which determined that all the assessment tests passed; however, the device was getting hot (failed pretest for temperature assessment). It was further determined that the device failed for overheating. It was determined that the issue was consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the attachment device was not working. During in-house engineering evaluation, it was determined that all the assessment tests passed; however, the device was getting hot (failed pretest for temperature assessment). It was further determined that the device failed for overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.